Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one tube never occluded / essure procedure not successful on the left". The patient's past medical history included gravida ii, parity 2 (dob; ((B)(6) 2012, (B)(6) 2013)), smoker and augmentation mammoplasty. Concurrent conditions included asthma, hypertension, irritable bowel syndrome, endometriosis, sulfonamide allergy and cyst of ovary. Family history included blood pressure high and hypertension nos (father). Concomitant products included armodafinil for sleep disorder as well as alprazolam, medroxyprogesterone acetate (depo-provera) in 2013, ondansetron hydrochloride, paracetamol (acetaminophen), spironolactone and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced device expulsion ("essure device has migrated to her uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal menorrhagia bleeding"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), thyroid disorder ("disorder of the thyroid gland"), hypertension ("hypertension") and sleep disorder ("sleep disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic bilateral tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, nausea, allergy to metals, vaginal haemorrhage, menorrhagia, fatigue, thyroid disorder, hypertension and sleep disorder outcome was unknown, the device expulsion had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypertension, menorrhagia, nausea, sleep disorder, thyroid disorder and vaginal haemorrhage to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope and inserted intirtubal ostia. Misfire of instrument resulted in essure being pulled from tube, this was removed from uterus and another essure placed. Trailing coils in uterus: 1. The 2nd device loaded through operating channel of hysteroscope and inserted into the left tubal ostia. Trailing coils in uterus: 3. On (B)(6) 2013 - laparoscopic bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (right tube occluded) this x-ray - in 2013: one tube never occluded (left). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu added from pfs+mr: new events: fallopian tube perforation, dyspareunia, nausea, allergy to metals, vaginal haemorrhage, menorrhagia, genital haemorrhage, fatigue, abdominal pain lower, thyroid disorder, hypertension, sleep disorder were added. Patient information( dob,height), other relevant history, lab data were added. Product stop date added. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.